Manufacturer narrative:
H10. Additional/updated information ¿ b1, b5, b6, h6 health effect - clinical code & medical device problem code. These devices are used for treatment not diagnosis. Pending investigation. No other information is available. H11.

Event description:
Patient was revised to competitor head and novation xle liner. Revision operative report of 19 apr 2023- postoperative diagnosis: right total hip with polyethylene failure due to polyethylene recall, revision- both components. Procedure: no purulent effusion in the hip capsule/no metallosis. Removal of acetabular cup, it was stable, no evidence of loosening and no cysts. Head and liner were removed. Devices were trialed and implanted. Patient was awoken and transferred to the recovery room instable condition. No complications occurred throughout the case. No other information available.

Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported a female patient, initial right hip implanted on (B)(6) 2016, underwent a revision procedure on an unknown date. Reason for the revision was not reported. The surgeon chose to use a competitor's femoral head even though unreliable. There were no surgical delays or device breakage. The patient was last known to be in stable condition following the event. No device images or x-rays provided. The device is not available for return. The hospital kept them. No further information.

Manufacturer narrative:
D10: concomittants: 142-32-93 cocr fem head 32mm -3.5 offset 12/14 sn (B)(6). 180-65-25 slyron 6.5mm dvtre, 25mm sn (B)(6). 186-01-50 integrip cc, cluster 50mm, g1 sn (B)(6). 188-01-04 wedge plasma x/o sz 4 sn (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.